Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 174 mg/dl. The motor error alarm was received while the customer was filling the cannula. The drive support disk was normal and the pump was not exposed to high magnetic field. They were able to rewind the pump but the motor error alarm occurred more than once in the last thirty days. Troubleshooting was not able to resolve the issue. The device was returned for analysis.